Event description:
It was reported that about a month prior to a family member contacting animas that the pump felt warmer than the patient's body temperature. The family member reported that the warm pump issue occurred once only and the temperature was not hot enough to injure the patient. She denied corrosion or moisture in the battery compartment but reported a missing audio bolus button. The family member said that the battery cap had never been replaced since (B)(6) 2010. Customer support advised the family member to replace the battery cap every six months per the user's guide.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The battery cap and compartment were found to be intact. The pump was exercised for six hours with no alarms and no evidence of overheating. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).